Event description:
The pump was returned to animas due to a priming issue. During evaluation, the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(6). Correction number: 2531779-03/24/2010-003-r. During testing, the load cartridge step continued forward and emitted a "no cartridge detected" warning. During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. Unrelated to the complaint, the display screen was found to be dim and miscolored.